Manufacturer narrative:
Visual inspection performed by r&d project manager visual inspection performed on 23rd september 2019. From the received part it was visible some fibrotic tissue on the entire body of the stem, suggesting a good bone-integration. There are no particular signs of the stem that could evidence a failure device and the root cause of the event is unknown. It is probable that an undersizing of the stem was performed.

Manufacturer narrative:
Batch review performed on 11 february 2019: lot 178169: (B)(4) items manufactured and released on 22-mar-2018. Expiration date: 2023-03-14. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
About 3 months after primary the surgeon revised the patient for stem subsidence. Stem revised successfully.